Event description:
It was reported by the pt's attorney that as a result of having the mesh implanted, the pt experienced significant mental and physical pain and suffering; has sustained permanent injury and permanent and substantial deformity, and has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
The device remains implanted. The device history record was reviewed finding nothing that could cause or contribute to the reported issue. The instructions for use which accompanies each device states in precautions section: "implant is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed implant should not be used. It also states: "do not use tissue if either inner or outer pouch is punctured, torn, or not intact." (B)(4).